Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet did not charge sufficiently on the wireless charging pad, reaching only 78% to 98% after approximately one hour despite a solid green indicator on the pad and a secure cord connection. Symptoms included no clinical effects. Outcomes included no impact on health or medical care. Investigation included troubleshooting and user education with confirmation of indicator status and connections, followed by provision of a replacement charging pad. Investigation of this case revealed a suspected charging accessory performance issue consistent with a charger or pad malfunction affecting charge efficiency. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the external charging accessory.